Event description:
It was reported that this inflatable penile prosthesis (ipp) presented with inflation issues and the left cylinder migrated. The ipp was explanted and replaced. There were no patient complications reported.